Event description:
It was reported the patient experienced discomfort located at the ipg site. Surgical intervention took place on (B)(6) 2022 wherein the ipg was repositioned. Discomfort has resolved.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.